Manufacturer narrative:
The bench repairer evaluated the device and determined that device did not pass the operation control test due to malfunction of som pca and therapy pca. The bench repairer recommended to replace som pca and therapy pca, but the customer has declined the price quote, and thus, the device was returned without repair. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that the device failed testing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.